Event description:
It was reported that the wake button was not working. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while based on the analysis, the alleged wake button issue could not be verified. The information will be used for tracking and trending purposes.